Manufacturer narrative:
(B)(4). Results: (difficult proximal bifurcation area), (stent embolism, failure to deliver the stent). Conclusion: (difficult proximal bifurcation area).

Event description:
An attempt was made to advance an integrity 2.5mm diameter x 26mm length rapid exchange (rx) coronary stent in the pt. It was reported that the sent kept getting caught in a proximal bifurcation area to the target lesion and dislodged inside the pt during withdrawal. However, it was successfully removed. The device was used with a guideliner device. No additional clinical sequelae were reported. Evaluation summary: the stent was not present on the catheter, but was returned separately. The stent was flattened, stretched and deformed. Stent crimp impressions and the proximal pillow were evident on the un-inflated balloon. All stent welds were in tact and there was no evidence of stent fracture or stent strut material fracture. The distal tubing was pinched proximal to the balloon bond.